Event description:
Pads were placed on an infant in supraventricular tachycardia (svt) in afternoon for anticipated cardioversion and monitoring. While examining patient approximately 2 hours later, wires from pads were found to be dislodged and lying free behind patient¿s back. Wires were immediately removed and defibrillator turned off. No cardioversion was initiated at any time. This patient was not extremely active or pulling on wires. There was no unusual or rough handling of this patient.